Manufacturer narrative:
Device evaluation of battery packs (B)(6) are underway. The reported problem (will not power up) is being investigated. Will submit emdr for potential malfunction. The root cause for the battery pack is underway.

Event description:
A us distributor reported that a battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of battery packs 86538755/86561781 are underway. The reported problem (will not power up) is being investigated. Will submit emdr for potential malfunction. The root cause for the battery pack is underway.

Event description:
A us distributor reported that a battery would not power on a monitor.